Event description:
Consumer claims that, while in use, the heating pad bunched up and melted. This caused the consumer to burn his back. Consumer states that when the incident happened, he was laying on the heating pad and fell asleep. The consumer has also been using the pad for approximately 1-2 hrs/day for the past six months.

Manufacturer narrative:
Heating pad was recently received and is currently being investigated by the engineering team. Note, however, that the warning and user instructions clearly advises consumer to not use while sleeping and to place the pad on top of and not under the part of the body needing heat.